Event description:
Guidewire became unraveled and knotted during guide catheter exchange. While attempting removal, the physician was unable to pull back guidewire into the sheath. Guide catheter, guidewire, and sheath removed as one (through femoral stick). Upon exiting, the fascia was traumatized. Pt to vascular surgery for repair. Per 6/9 conversation with cardiac cath lab mgr, the pt received several stitches, but was fine. The wire from this incident was not retained. Customer had previously been using scimed (argon) wires. They are a new user of namic (bard) guidewires. Approx age of device three months.